Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone slices on the top cover and near the electrode ground ring, and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a cut electrode wire near the electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly elected explant surgery due to poor performance. The recipient's device was explanted. The recipient is doing well.